Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. The reported complaint was not confirmed. The instrument was placed on an in-house system and the vision cart showed 8/10 lives left. The issue could not be replicated. Failure analysis found a broken pitch cable at the distal clevis hub which was additional observation found not reported by the site. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist of the instrument were undamaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a procedure, while using the fenestrated bipolar forceps instrument, it was observed that the lives on the instrument have been used. There was no report of patient harm, adverse outcome or injury related to the reported event.